Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. No traces of moisture were noted at the keypad traces, electronic assemblies, or motor assemblies per visual inspection. The unit was received with cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he accidentally knocked his insulin pump into a sink full of water; the customer removed the battery and noticed that the o-ring on the battery compartment was damaged. The patient's blood glucose at the time of incident was 178 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.